Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿the implant caused lots of breast implant illness symptoms and the left one ruptured¿ and ¿had a brain scan and showed drug toxicity¿ this relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red, white tissue, red particle material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: a.2., h.6.

Event description:
Patient reported ¿the implant caused lots of breast implant illness symptoms and the left one ruptured¿ and ¿had a brain scan and showed drug toxicity¿ this relates to the left side. Device has been explanted.